Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. Additionally, the pod leaked. The pod was worn less than an hour. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 0 pulses delivered. Because first and second prime were not completed, the pod did not deploy as expected. No damages were observed on the needle mechanism to cause the reported needle mechanism failure. A leak test was performed, and no leaks were found in the fluid path. No damages were found to contribute to the reported leaking during wear event.